Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2012-05185, 05186, 05187. The pt is implanted with four leads for off-label use. X-rays were taken and one of the leads had migrated. It was also reported two of the leads were not providing adequate coverage. The pt underwent surgical intervention and all four leads were repositioned. Stimulation was regained post-op. Repositioning of the leads provided the pt with adequate coverage.